Manufacturer narrative:
Additional information provided in sections; e.3, and g3. The customer¿s report that the nurse was unable to flush saline 10ml through the micron filter of the extension set was confirmed to be an occlusion. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. No anomalies were observed on the set during initial visual inspection. Closer inspection under a lab microscope found excessive solvent where the tubing meets the filter inlet. Functional testing was not able to prime the set and closer inspection under a lab microscope found excessive solvent where tubing meets the filter inlet. A lab needle was used to puncture the excessive solvent and the set was able to be primed after. The root cause of the occlusion was due to excessive solvent at the engagement between the tubing and filter inlet. The root cause of the excessive solvent is due to a manufacturing operator error during the assembly of this set.

Event description:
It was reported that the rn was unable to flush 10ml of saline through the 0.2 micron filter of the extension set on the patient side. There was no patient injury as it was caught immediately by the staff.

Manufacturer narrative:
Race-white. The affected product has been received but the investigation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the nurse was unable to flush saline 10ml through the 0.2 micron filter of the extension set on the patient side. There was no patient injury as it was caught immediately by staff.